Manufacturer narrative:
The customer returned the suspected contour next link and contour next one meters for evaluation. The customer also returned the suspected contour next test strips from lot # 9apeg13b. Four of six returned test strips were already inoculated with blood and could not be used for testing. Therefore, an in-house testing was performed using the returned meters with in-house contour next test strips from the same lot #. Only 1 returned test strip was available for testing with each meter. All readings obtained with returned and in-house test strips gave satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that she obtained a blood glucose reading of 20 mg/dl at 1:06 p.m. On the contour next link meter. The customer had no symptoms of hypoglycemia. The customer performed another testing on the contour next one meter and obtained a reading of 92 mg/dl at 1:15 p.m. The customer then performed a repeat testing on the contour next link meter and obtained a reading of 166 mg/dl at 1:18 p.m. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. A replacement meter kit was sent to the customer.